Event description:
The customer called to report repeated battery out limit alarms, followed by a blank display. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken battery cap contact. No battery out limit alarm was noted.